Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Appropriate term/code not available was used as there was no clinical symptoms observed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker's longevity dropped and was using more than three hundred percent. Initial analysis showed that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was malfunctioning. The device should be replaced and returned for detailed analysis. Additional information indicated that the device was explanted. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Appropriate term/code not available was used as there was no clinical symptoms observed.

Event description:
It was reported that this pacemaker's longevity dropped and was using more than three hundred percent. Initial analysis showed that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other devices that have had continuous average power increases. The device was malfunctioning. The device should be replaced and returned for detailed analysis. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.